Manufacturer narrative:
Based on the investigation performed at (B)(4) the root cause of the reported breakage of the ceramic ball head after more than ten years in situ could not be estabilshed conclusively. With respect to the time of function of the implant it is believed that no implant related factors contributed to the breakage.

Event description:
It was reported that revision surgery was performed due to pain and fracture of the device.